Event description:
It was reported that an asymptomatic patient presented to the hospital for a routine follow up. Upon interrogation, the pulse generator exhibited high current drain. The physican would further evaluate the patient in a month.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.